Event description:
It was reported the pt had severe pain in his lower extremities. On (B)(6) 2011, the pt went to the ER with numbness and tingling in his legs. The surgeon saw the pt the same day, and it was reported the numbness stopped. The pt's system was turned on, and the pt reported effective coverage. F/u determined there was no intervention, by the time the physician saw the pt, the feeling had returned to his legs. It was reported the physician thought the issue may have been caused by swelling at the lead implant site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.